Manufacturer narrative:
Additional testing was completed by research and development. The summary and conclusion states: this valve was implanted in the tricuspid position and explanted at implant due to 'a larger than usual central leak which was clearly evident on tee following weaning from bypass.' No echocardiography recording was provided, thus the reported behavior and functionality of the valve in vivo cannot be confirmed. Model 7300tfx bioprosthesis is designed for mitral position, which has different hemodynamics compared to the tricuspid position where the systolic pressure is significantly lower. Therefore, a small amount of leakage through this type of bioprosthetic valve can be expected if it is implanted in the tricuspid position. However, it is unclear whether or not the leaflet crease presented in this particular valve contributed to the 'larger than usual central leak' observed in vivo. Edwards' standardized in vitro testing under normal physiological conditions demonstrated that the total regurgitant fraction (trf) of the valve is 4.4%, which is four times less than the 20% maximum allowed for this size of mitral valve in the minimum performance requirements listed in iso5840:2005.

Event description:
Reportedly, a 31mm mitral valve was explanted due to central moderate regurgitation." No other information provided.

Manufacturer narrative:
Evaluation summary: report of device explanted at implant due to regurgitation, cannot be confirmed based on visual observation. No visible inconsistencies observed on leaflets. Sewing ring exposed between commissure 2 and 3. The wireform was intact, as evident in the x-ray. Method: = x-ray. The device was evaluated by our product evaluation laboratory. Additional functional testing has been requested as there were no inconsistencies observed. The valve will be sent to research and development for functional testing.

Manufacturer narrative:
The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. The device is reportedly available for return but has not been received. No patient history or condition provided.